Manufacturer narrative:
Manufacturer¿s investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed external wire damage. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 16.5¿ of the distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Rescue tape was observed throughout the length of the returned driveline segment. The driveline also had multiple tears to the outer silicone jacket throughout the length of the driveline. Upon removal of the outer silicone jacket, the bionate layer appeared to have heavy discoloration. Damage to the bionate layer was noted 5¿¿ from the controller connector when the metal braided shield was protruding through the bionate. Visual inspection of the metal braided shield revealed breakdown throughout the entirety of the driveline. Severe breakdown was noted 2¿¿ ¿ 4¿¿, 5¿¿, 8¿¿ ¿ 9¿¿ from the controller connector. Visual inspection of the wires revealed a breach in the insulation of the black and green wires. The conductors of the black and green were exposed. The insulation breaches of the wires appeared to be the result of repetitive flexing of the lead in this area. The insulation breaches of the black and green wires would have resulted in a pump stoppage if the exposed conductors of either wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The system controller log recorded 109 events when the motor had stopped. The pump stop events occurred while the device was connected to both the mpu and batteries. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with two or more damaged wires in the patient¿s driveline and is consistent with the evaluation of the returned distal end of the driveline. The patient remains ongoing with heartmate ii left ventricular assist system (lvas), serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii left ventricular assist device (lvad) drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents also address all system controller alarms and how to respond to such events. The IFU also advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook contain information on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with a tear in the outer coating of their percutaneous lead that was taped. Upon interrogation, it was discovered that the patient was experiencing multiple low speed alarms and pump stop alarms. A review of the log files showed pump stops and low speeds throughout the entire log file event history while the patient was connected to both the power module and batteries. On (B)(6) 2021 the patient had x-rays of their driveline which were unremarkable. On (B)(6) 2021 the patient received a percutaneous lead repair approximately 3.5" from the exit site. Loose shielding was observed on the percutaneous lead. No issues or symptoms were reported throughout the repair. No further alarms were observed.